Event description:
A facility reported a hakim valve became stuck over time. It is unknown whether this is an issue caused by the valve itself, or by other factors. The patient may need revision surgery to replace the valve. Additional information has been requested.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Hakim valve (823113) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.